Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 16:38:07. During night drain cycle 2, the patient's ultrafiltration reading was 169ml, indicating the home patient (hp) drained 169ml more than their maximum programmed fill volume of 250ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.